Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. The event of "painful capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "painful capsular contracture".

Event description:
Patient reported left side "painful capsular contracture" (baker grade unknown). The device remains implanted.

Event description:
Patient reported "painful capsular contracture" (baker grade unknown). Physician further confirms "capsulectomy was not performed because the patient chose explantation. Left device was intact but with pronounced periprosthetic capsular contracture". The device has been explanted. This record relates to the left side.

Event description:
Healthcare professional reported baker grade IV. Devices discarded.